Event description:
In july 2003, the pt reportedly experienced intermittency. External equipment was exchanged which resolved the problem. After a few days, the pt began to experience intermittency and was seen at the center for device evaluation. External equipment was exchanged which resolved the problem. On the event date, the pt was seen by a company rep for evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted.